Manufacturer narrative:
No device malfunction was reported. The IFU contraindicates for patients with pre-existing conditions that pose an unacceptable surgical risk. However, in this case, the cancer was found after the device was implanted.

Event description:
On (B) (6) 2007, patient was implanted with apogee. On (B) (6) 2007, physician reported urinary infection and cancer found in the cervix. The urinary infection was resolved on (B) (6) 2007. Intervention: on (B) (6) 2007, performed mode lymphadenectomy for cervical cancer. The cancer was resolved on (B) (6) 2008. On (B) (6) 2008, erosion of the prosthesis was reported. The erosion is unresolved. The device was not revised or removed. The physician indicated that the erosion appears to be related to the cancer treatment.